Event description:
A left brachiocephalic vein catheter placement was attempted several times to guide the catheter into the proper location. Attempts failed and the procedure was abandoned. Follow-up x-rays showed a guidewire in the left brachiocephalic vein location. Attempts to remove the guidewire were unsuccessful. A vascular surgery consultant recommended conservative management and the family was notified.====================== manufacturer response for catheter insertion kit, PICC line insertion kit======================